Event description:
On (B)(6) 2017, it was reported that low flow alarms occurred. The patient exchanged the system controller and was admitted to the hospital. The system controller log file showed multiple pump stoppages and speed drops greater than 200 rpms below the low speed limit on (B)(6) 2017 and a potential issue was suspected with the percutaneous lead. It was noted that there was not enough external length on the percutaneous lead to do another percutaneous lead repair. On 06/07/2017, it was reported that the patient has been admitted to the hospital since (B)(6) 2017 for current pump stoppages. The patient's transplant status was upgraded to urgent transplant. The patient is stable and declining a pump exchange in order to wait for a heart transplant.

Manufacturer narrative:
The submitted log files captured pump stoppage and low speed events on (B)(6) 2017. The events occurred while the system was supported by the power module and while it was supported by batteries. Based on the manufacturer's previous complaint experience, the captured events appeared consistent with a potential percutaneous lead (lead) wire issue. The distal end/external portion of the lead was replaced on (B)(6) 2017 and returned for evaluation. Visual inspection of the wires did not reveal any evidence of damage or wear. Electrical continuity and high potential testing of the returned portion of the lead did not reveal any areas of compromised wire insulation that would have contributed to an electrical short. The patient received a heart transplant on (B)(6) 2017. Requests for product return were issued to the transplanting center; however, the device has not been received to date. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was transferred to another hospital for a heart transplant on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller alarmed with red heart alarms. Pump stoppages appeared to be occurring while connected to battery power. The x-rays appeared unremarkable. A distal end percutaneous lead replacement was completed on (B)(6) 2017 by a manufacturer representative. The patient was reportedly asymptomatic. No additional information was provided.